Event description:
Approx 2.5cm of drill bit broke off into the pt's right pelvis during hip surgery. Surgeon unable to retrieve/remove. Drill bit fragment left in place. Drill bit - microaire, stainless steel, 3.2 mm # (B)(4)-.